Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had been explanted on (B)(6) 2014, due to migration of the electrode our of the cochlea into the external ear canal.